Event description:
Per field nurse, when he pressed "next'' button on the pump (serial number (B)(4)), it alarmed inexplicably with no indication on the screen as to the reason for alarm. Pump continued to emit alarm all the way until "run" appears on the pump display. He tried to turn pump off, but it wouldn't respond to the commands. So he removed the batteries, but pump continued to alarm, only at a reduced volume he then replaced batteries with fresh ones & alarm continued, but he was able to stop the alarm. Patient still has accredo pumps. When he attached the same cassette and placed cvs batteries into accredo pump, the pump emitted a low battery alarm. When he exchanged the batteries with fresh ones, no alarm emitted. Per nurse, there may be 2 issues: batteries were old or not lasting as long. Patient reported simultaneously changing batteries once weekly for both pumps; faulty cassette. Some cassettes trigger the alarm, while others don't. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Sending replacement pumps. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we [MFR] replace the device? Yes. Reported to (B)(6) by health professional.